Manufacturer narrative:
Section a3, a4: patient gender and weight was requested but was not provided. Section d10: additional information. Investigation conclusion: the reported burn marks and green fluid on the battery contacts was confirmed. The 14v li-ion battery (serial #: (B)(4) was returned for analysis, but no log file was submitted for review. The number of cycles was 87. The max error (measurement of usage between cycles) was 23%. The duel pack voltage was 16.50 volts (dc). The full charge capacity was 4467 ma per hour. The root cause for the burn marks and the green fluid on the battery contacts was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient reports green fluid leaking from batteries and into clips. The patient also noticed a "burning smell" coming from batteries. Green crust and burn marks also noted on battery contacts. The patient was given new batteries and clips. No additional information provided.